Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2019, a pvs27 sn (B)(4) was implanted/explanted intraoperatively. Another pvs27 (sn (B)(4) was ultimately implanted. No other information is currently available.

Manufacturer narrative:
Fields changed: b4, b5, g4, g7, h1, h2, h6. The manufacturing and material records for the percival heart valve, model #icv1211 , (B)(6) # a77928, and for its nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) percival heart valve at the time of manufacture and release. Based on the medical judgment received, the root cause of the event was attributed to the patient's peculiar annulus and not to the device. As such, no further investigations are required at this time.

Event description:
On (B)(6) 2019, a pvs27 sn (B)(6) implant attempt occurred, but the valve was reportedly explanted during the procedure. The intraoperative difficulties were attributed to the patient's peculiar anatomy, which required some adjustment. Since the surgeon had manipulated the valve too much, it was decided to ultimately explant this valve and open a new pvs27. No deficiencies were reported with the pvs27 sn(B)(6).